Manufacturer narrative:
A hardcopy medwatch report ((B)(4)) was received at rti surgical on 5/11/2018. The date of the report is listed as "(B)(6) 2018" however, the actual event date is not specified. The report states that while implanting a tritium sternal plate, the cable broke off. The plate was removed and a different plating system was used to complete surgery. The report confirms that there were no adverse effects to the patient. A DHR review was completed and confirmed that the device met manufacturing specification prior to shipping from rti surgical. No other occurrence details were provided. The device was not returned to rti surgical for evaluation. This report will be updated should the device be returned at a later date.

Event description:
Rti surgical received a medwatch report stating the following, " while implanting the tritium sternal cable plate system, the cable broke off the plate. It had to be removed and a different plating system was used. There was no harm to the patient." The date provided by the hospital is "(B)(6) 2018". An actual day was not provided.